Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Event description:
The device will be explanted.

Event description:
Update received from physician reported capsular contracture baker grade iii, possible rupture and pain. No confirmation of lymphoma. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, and brown particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma-late, lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported left side "lymphoma", "a lump the size of boiled egg", capsular contracture (baker grade unknown), pain, itchiness and soreness, also breast feels like it's getting bigger. Scan shows a pocket of fluid around the breast. Pathological markers have not been provided. Device remains implanted.